Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: dtba1d1 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter). There was an episode that had t-wave oversensing and right ventricular oversensing noted. Noise was also seen on the rv lead. Provocative testing with isometrics and pocket manipulation could not evoke the oversensing. At the patient¿s generator change out procedure the physician decided to monitor the rv lead rather than replacing it. The rv lead remains in use. No patient complications have been reported as a result of this event.